Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing pain at the implant site and was non-user of the device. The recipient's device was explanted. The recipient is reportedly healing well.